Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) reviewed device data noting there were intermittent high measurements dating back approximately one year; some instances of noise were also observed on the shock channel of the lead as well as pace/sense portion though there were no instances of oversensing. Ts provided suggestions for additional evaluation. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the physician performed additional assessment of the patient's system. Continuous impedance measurements were taken while provocation testing was performed and values remained stable throughout. No further testing or action has been performed to date. This system remains in service.